Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient's name did not cross over to the stations due to the user being unaware of the functionality. A technical support specialist guided the customer to follow the specifications for that particular field and confirmed that the issue was resolved. The system functioned as intended after troubleshooting the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the patient's name was not crossing over to the station, which hindered users from accessing the medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.